Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a chip on a-rubber adhesive was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive on a rubber has a chip due to damage or deterioration of parts. Date of event is unknown. Additional information will be provided if available. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.